Manufacturer narrative:
Conclusion applies to the pump. Conclusion applies to the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis of the catheter found c300. The catheter body was broken and there was a hole in the catheter body that was not user related. As received segment 1 of the catheter was still attached to the outlet of the pump. Patency was checked with catheter segment still attached to the pump outlet, an occlusion was detected. The segment was removed and was still occluded. The dried material occlusion was removed during bleach decontamination. An area of abrasion was observed distal to the sutureless connector (sc) assembly. Some coring/tearing was visible inside the sc, no leaking was seen during pressure testing. At the distal end of segment 2 was a hole and compressed end that was consistent with the reported event. Analysis of the pump found no significant anomaly. Eri occurred due to time progression.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal compounded baclofen (500.0 mcg/ml) via an implanted infusion pump. The patient complained of never having efficacy despite increasing the doses of baclofen. The pump was being explanted due to battery end of life (normal eri (elective replacement indicator) occurred (B)(6) 2015 per the pump printout). The healthcare provider stopped the pump about a month ago ((B)(6) 2015) without alerting anyone. A CT (computerized tomography) scan was ordered in advance; however, the patient was non-compliant and did not show up at the pre-operative appointment or CT scan. The patient showed up for the explant procedure so the CT scan was done then. The catheter was severed and the distal portion of the catheter was lost within the cerebrospinal fluid. The neurosurgeon believed that the catheter was located between two spinous processes and was 'chewed up' by the bony structure. On (B)(6) 2015, the pump and catheter were explanted and returned to the manufacturer. The patient recovered without sequelae. The patient's indication for pump use was intractable spasticity and other spasticity. Follow up was conducted to obtain further information regarding the daily dose, other medications being taken by the patient at the time of the event, pertinent medical history, and interventions; if additional information is received a follow up report will be sent.